Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance and walked the caller through a pump reset, after which the error did not reoccur, allowing the caller to successfully start their sensor session.